Event description:
It was reported via repair work order that the zoom is intermittent due to a malfunctioned csi box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.